Event description:
It was reported that during in-clinic device check the pacemaker had noise and was over sensed. No changes or interventions were reported. The patient had no further consequences.

Event description:
It was reported that the patient's pacemaker exhibited noise. No changes or interventions were reported. The patient condition was not known.